Event description:
It is reported that a left femoral component was implanted in the right knee of the pt. Post-op, the pt experienced pain and was revised to a left component of the same size.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. Evaluation summary: it is standard operating procedure at zimmer to print a sample label for each manufacturing lot. This sample label is kept in the device history records for documentation purposes. Records for lot 61272196 confirm that the outer package product identification label is for a left femoral component. No manufacturing issues were identified. Evaluation : review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.